Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30 degree endoscope plus involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30 degree endoscope plus was damaged. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the image was not inverted. The event did not involve a reversal of control on the system arms. It was unknown whether vision orientation had changed on its own. The endoscope moved freely with uncontrolled motion. It was unknown if there was a report of a loss of video/ no image. It was unknown if the endoscope failed to engage, recognize, or display any error messages. There was no physical damage observed on the endoscope. There was no material missing or detached from the endoscope tip. The endoscope is available for return to isi for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope plus was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. Visual inspection revealed glue damage on the fiber distal tip. Additional observations not reported by the site include failure during manual movement testing, along with rattling noises detected from the housing, indicating the presence of loose components. Upon disassembly, dislodged desiccant balls were found inside the backend housing. The endoscope was also tested using an in-house diagnostic system and was found to have non-functional local button controls. It failed the button functionality test due to a malfunctioning left/right (l/r) button. The complaint was confirmed by failure analysis. The probable root cause of illumination fibers damage is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. The probable root cause of dislodged desiccant balls is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. The probable root cause of button functionality failure is attributed to an electrical issue with the button.